Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin bubbles were observed coming from the cartridge septum. Customer's blood glucose level was between 134 and 150 mg/dl. Reportedly, customer continued to use the same cartridge.